Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported patient presented in clinic for a routine check, where it was noted the right ventricular lead impedance and r wave dropped. No capture was also observed. It was suspected that the lead had perforated the right ventricle. The patient presented in the operating room to explant and replace the right ventricular lead. During the procedure, when the physician attempted to implant the new lead, the set screw for the lead seemed stripped and did not engaged the screw driver. Physician attempted again using a new screw driver but the issue still presented. A new device was used and the lead was implanted. The patient was stable before, during, and after the procedure.

Event description:
New information received notes after knowing the right ventricular lead issues, physician was concerned given that patient had suffered a vf arrest in (B)(6) 2018 and last CT scan was on (B)(6) 2018. The right ventricular lead appeared to be positioned outside of the contrast filled rv. Baseline tee revealed trivial pericardial effusion and no obvious lead migration/perforation was appreciated on tee. Later after the lead was removed, tee confirmed absence of pericardial effusion.

Manufacturer narrative:
Analysis was normal. No anomalies were found.